Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 16-6/5.8/75 xxl esophageal balloon catheter was advanced to dilate a previously implanted stent. However, upon inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.